Event description:
The pt was implanted with a synchromed implantable infusion pump in 1998 for the treatment of non-malignant pain. The hcp reported that the pt presented with a fever. The pt had the device explanted in 1999. The hcp did not give any reports of the source of the infection or culture reports. The pt was treated with oral antibiotics and the infection resolved.